Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(4). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported when trying to push the liquid into the cylinder nothing happened, vacuum was on and it was possible to squeeze the blue sides together but the monomer liquid still did not flow. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). The device has not been returned, therefore no product evaluation has been performed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that there is no non-conformity. If any further information is found which would change or alter any conclusions or information, a supplemental will be performed.